Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with residue/debris on the product.. Visual inspection found the haptic torn and broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.